Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
It was reported that the patient received a new implant (B)(6) 2015 due to normal battery depletion. She needs assistance with using pp (patient programmer) because she never use one like it before. The patient reports a loss of therapy on (B)(6) 2015. Patient reports she went to the bathroom a lot last night and had a bad night / "exploded" and like to adjust setting. Patient reports she was not feeling stimulation. Patient services assisted patient with using pp and adjusted setting from 1.5 volts to 1.6 volts. The patient was feeling stimulation. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient noted that the serial number of the ins implanted in (B)(6) 2015 was (B)(4).